Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-00912 and 2134265-2015-01162. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. When the sled was connected to the motordrive unit (mdu), it was unable to perform an automatic pullback, however, the atlantis¿ sr pro imaging catheter was able to display an image. The procedure was successfully completed by performing a manual pullback. Inspection was made of the motordrive unit (mdu) with a demo sled. Prior to its connection, the cogs of the motordrive unit were found out to have a motordrive sterile sleeve stuck on it. The plastic was removed and was able to execute an automatic pullback. No patient complications were reported.